Event description:
Received report of unstable IV poles tipping over and causing trauma to pt's head. Pt was being transported via wheelchair per tech with IV pole holding 2 IV pumps. The pumps were positioned vertically on the pole below the adjustment knob. As the pt was being transported down the carpeted hall, "the wheels of the pole went up from under" and the pole tipped and hit the pt in the head. The pt sustained a bump to the head only, no medical intervention required.